Manufacturer narrative:
Medwatch field d4 lot no was updated.

Event description:
The initial reporter received a questionable elecsys troponin t stat assay (troponin t stat) result from one patient sample tested on the cobas 6000 e601 module. The initial result was reported to the inpatient floor. The result was questioned as the patient's previous results had been running high. The patient sample was rerun on the module and their alternate analyzer the initial result at 5:44 am from the module was 8.18 ng/l. The first repeat result at 7:15 am from the module was 4900 ng/l. This result was deemed correct. The second repeat result at 7:15 am from the alternate analyzer was 4760 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is 2535-10. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d device identification was updated. The investigation reviewed the last calibration performed on (B)(6) 2023; no issues were noted. The investigation reviewed the qc recovery; the qc was within -2 standard deviation (sd); the results were within specifications. There is no indication of a performance issue with the reagent. The investigation noted that the presence of fibrin/clot at the time of testing could not be ruled out. The investigation reviewed the alarm trace; no issues were noted. The field service engineer inspected the module and determined that the event was caused by a short patient sample. He checked the probe connections, liquid level detected voltage. He performed a precision test with successful results. The investigation determined that based on the information provided, the event was consistent with a sample handling issue (short patient sample). Product labeling states "cobas e 601 and cobas e 602 analyzer ... Sample (50 ¿l)". The investigation did not identify a product problem.